Event description:
It was reported by the surgeon that there was a hole in the package in which the implant was packed. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 ¿ oxf uni cmntls tib sz aa rm, item# 166571, lot# 6789593 g2 ¿ foreign ¿ canada multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2024 - 00123 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. Product was returned but without its packaging therefore a visual evaluation of the packaging could not be performed, nor could the reported event be confirmed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.